Event description:
Received one device, visual inspection found degraded downstream occlusion sensor (dso). It was reported that the device has defective screen. There was unknown patient involvement with no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.